Manufacturer narrative:
The device involved in the event will not be returned for eval as the coil remains within the pt and the delivery pusher was discarded. (B)(4).

Event description:
Coiling treatment was conducted of a vessel. It was reported that during coil deployment, the coil detached with a portion of the delivery pusher. No attempts were made to retrieve the coil. No injury was reported with the pt as a result of the procedure.